Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - bearings, ball bearings fell apart, balls were missing, cage unavailable and the extension sleeve and fabring marking were damaged. It was also noted that the device failed pre-test for cutter insertion, vibration and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as june 13, 2017 in the initial report and has been updated to july 12, 2017. It was reported in the previous report that the reported condition was confirmed and the assignable root cause was due to false and defective construction/design. Further evaluation determined that the reported condition was not confirmed; therefore, an assignable root cause was not determined. Additional information: upon further evaluation of the returned device it was determined that the reported condition of the device becoming warm was not confirmed and an assignable root cause was not determined. However, during evaluation, it was determined that the device failed cutter insertion assessment. It was determined that the bearings were worn out, corroded and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.